Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. Blood glucose level was displayed at the time of the event. Therefore, patient took correction bolus via pump and correction injection for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.